Event description:
A manufacturer representative (rep) reported that they measured two high impedance values: c-2 at 2,738 ohms and 0-2 at 4,013 ohms during an impedance check prior to MRI. The impedance check was run at 3v. No medical symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a CT scan was performed.